Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there were defective (pcu) 8015 keypads resulting in the devices not turning on. There was no patient harm. It was reported that the issues occurred before patient use.